Manufacturer narrative:
Product complaint # ==> (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Was the hematoma related to any ethicon suture? Does the surgeon believe there was any deficiency with the monocryl on suture used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Gynecol surg (2016) 13:1¿20258, 279-280 doi 10.1007/s10397-01 -0965-1.

Event description:
It was reported in journal article ¿vault complications following laparoscopic hysterectomies-evaluation of suture materials¿ that total laparoscopic hysterectomies were performed in 2013 and suture was used to close vaginal vault. The patient may have experienced vault granulation and may have been treated with silver nitrate, managed conservatively or had excision under general anaesthesia. The patient may have developed vaginal vault hematoma which may have been managed conservatively, required surgical intervention and may have required blood transfusion. Additional information has been requested.